Manufacturer narrative:
Ref comp #(B)(4).

Event description:
On june 5th, 2025 fujifilm healthcare americas corporation was informed of an event involving ec-760s-v/l. It was reported that the shifted channel would not allow a biopsy forcep to advance past the problem area during a case, resulting in a delay. Had to withdraw the broken scope and use another scope to return to the area that needed biopsy's this report is being submitted in an abundance of caution due to the unconfirmed patient impact by switching scopes to complete the biopsy. No additional information was provided.